Manufacturer narrative:
(B)(4).

Event description:
The customer reported the "machine prompt: need to replace battery," this was later clarified as a battery test failure. There was no report of pt involvement.